Event description:
It was reported to olympus that the device failed to produce an image and error "e216" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The evaluation findings are as follows: defects to the control body (non-switches); defects of connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since the error code was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the image issue was due to damage of the inner board of the video connector. Olympus will continue to monitor field performance for this device.